Event description:
This is the first MDR submitted for the first suspect product. A pt reported to their current treating physician that they had been skin tested by a previous physician and not treated with bovine collagen because the skin test site turned red after 4 weeks. The current treating physician felt the pt's description of test site reaction was equivocal, so he decided to re-skin test and wait 6 weeks before proceeding with treatment. He administered a skin test on 4/6/00 to their right forearm. Almost 2 months later there were no symptoms and the pt reported that there had been none since the skin test was administered, so treatment proceeded with 1.5cc of collagen injected into the nasolabial folds, bilaterally. Approx 1 week following the initial treatment, the pt was still symptom free and an add'l 2.5cc of collagen was injected in the upper and lower vermilion borders of the lips. The pt was seen in the physician's office almost two months following the 2nd treatment with erythema, lumpiness, swelling and tenderness at the test site and all treated sites. The physician diagnosed hypersensitivity to bovine collagen with possible abscess formation. The physicians gave the pt a prescription for keflex 500mg po bid for 2 weeks, and a medrol dose pack. The pt reported that the swelling and redness improved while pt was taking the medrol but flared again as soon as pt was finished with this course of treatment. Pt was seen by a consulting dermatologist who prescribed valtrex 500mg po bid, and administered kenalog 2.5mg/5ml intralesionally on 3 occasions. The dermatologist reports that the treatment has been effective but some swelling persists in the lips and there is episodic edema of the cheeks as of 9/7/00.